Manufacturer narrative:
Labeling states the treated skin is fragile and must be treated gently. Labeling also states "do not allow pets to come into contact with treated areas."

Event description:
Pt treated with portrait psr was scratched by her dog before the skin healed. The pt has developed an elevated lesion that was treated with kenalog injections. When last seen, the lesion had not improved.